Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device assembly was heating up. There was no delay to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had heat. Therefore, the reported condition was confirmed. It was further determined that the cutter device could not be secured, the motor heated up when it was ran, the drive shaft and flex circuit were broken; and the housing had corrosion inside. It was determined that the buildup of corrosion due to normal use over time caused the flex circuit to get stuck in the housing and to break during disassembly. It was determined that the broken drive shaft was consistent with excessive force while the motor was in use. It was determined that the broken drive shaft caused the cutter device to not be secured and the motor to heat up. It was determined that this was due to component damage caused by user error. The assignable root causes were determined to be due to normal use over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.